Event description:
The device was received for service. During service testing failure codes 570 (depleted/damaged batteries) and 814:01 (pump left in depleted/damaged battery alarm for an extended period of time) were founding the event history. No patient injury or medical intervention reported.